Event description:
This report is from the study. A dissection occurred after the implant of the first stent and was treated with the second stent. The patient was a male. The extent of disease was 2 vessel. The indication for the intervention was stable angina pectoris. The target vessel was the proximal circumflex (cfx). The vessel diameter was 2.75mm and the lesion length was 5mm. Pre-procedure stenosis was 90%. The lesion was de novo, not bifurcated, not ostial, not angulated, concentric, and moderately calcified. The guide catheter was 7f. The lesion was not pre-dilated. A cra08275 was deployed at 14atm. A type a dissection occurred after placement of the first stent. Another cypher select was deployed at 12 atm to treat the dissection. It was overlapping with the first stent. It was post-dilated because the stent was not fully expanded. The post-dilation balloon was 2.75 x 10mm balloon at 16atm. Ivus was not used. Post-procedure stenosis was 0%. The patient was discharged the next day. The patient was followed up a month and six months later and was asymptomatic.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The device was still implanted and an analysis could not be performed. However, a device history record review was conducted and this lot of product met quality requirements for product acceptance. Dissection is a well-known and documented potential complication of these types of procedures. Placement of an additional stent is often the recommended treatment. Based on the information provided, it is not possible to draw a conclusion about a relationship between the device and the event. However, there are patient factors that may have contributed to it. There is no clear indication that this event was design or manufacturing related.